Manufacturer narrative:
All buttons functioned properly during testing but there was moisture damage to the keypad traces during visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window and loose/shifted end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 407 mg/dl. Customer treated themselves with water and a manual bolus. Troubleshooting for keypad anomaly was performed. Customer stated that the up button was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.